Event description:
Uneventful procedure - calcified right coronary artery(rca) and diffuse disease. Angiomax used rotational atherectomy resulted in no reflow treated with nipride, IV nitroglycerin, followed by balloon angioplasty. Elevated creatine kinase(ck) post procedure.